Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. It is unknown when the reported condition occurred or if patient injury occurred. During review of the event history it was determined that the reported failure code occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of "fc 810:11 ." (B)(4).

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated due to an out of calibration air-in-line printed circuit board. The air-in-line printed circuit board was recalibrated to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).